Event description:
Additional information was received for this case. It was reported that the device migration was anatomy related due to disease progression and neck dilatation.

Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of a 6.5mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently the diameter of the proximal aortic neck is 29mm and 20mm in length. Degree of angulation during implant was 10 degrees. Current aneurysm is 8.5mm. It was reported that the patient was asymptomatic and during the evaluation it was noted that the aneurysm had grown in size with no evidence of endoleak. A distal migration was noted of about 2cm. The physician performed an intervention were an endurant cuff 36mm was placed successfully. No clinical sequelae were reported and the patient is doing fine. Patient will continue to be monitored by the physician.